Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Impact code appropriate term / code not available was used as there were no known interventions performed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced shortness of breath (sob) and felt the device may not be working right. A patient initiated interrogation (pii) was successfully sent. Boston scientific technical services (ts) referred the patient to the health care professional (hcp). The device remains in service. No adverse patient effects were reported.